Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging a power issue with the onetouch fasttake meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests her blood glucose twice daily. She manages her diabetes via oral diabetic pills twice daily and via lantus insulin 5 units at night. The patient stated that the reported issue began on the day before (day time) when she accidentally dropped the subject meter to concrete floor (use error). During that time, the patient stated that the subject meter would not turn on event after replacing the batteries. As a result of the reported issue with the subject meter, the patient reportedly skipped her diabetic medications. On original date at 9 am, she reportedly experienced symptoms of "dizziness and thirstiness." The patient was not tested on any other meter. Following the symptoms, the patient reportedly took her usual oral diabetic pills. She did not receive/require any medical attention. The patient's products were replaced. There is no evidence that the subject meter malfunctioned since it was noted that the reported power issue was due to a use error. This complaint is being reported since the patient reportedly experienced symptoms that could be suggestive of a hyperglycemic episode after she dropped the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.